Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, lot# n370040, implanted: (B)(6) 2013, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was further stated that a company representative became aware of the patients therapy issues in early september. They were aware of the scheduled revision on (B)(6) 2014. Impedance testing had been done, as well as several reprogramming sessions. An xray was taken on (B)(6) 2014 and showed that the lead looked fine, but it just didn't cover the patient's pain areas. The revision had been rescheduled from (B)(6) 2014.

Event description:
It was further reported that the patient did undergo the revision on (B)(6) 2014. The cervical lead was replaced and moved to a more therapeutic position. A post operative follow up was performed on (B)(6) 2014. After programming was complete, the patient was very happy with the results.

Event description:
It was reported that the patient had not had coverage in her arm and neck since implant. The patient was supposed to have arm, neck, hand and chest coverage. A revision was going to be done. Longevity was given, which ranged from 9-17 months as specific rates/impedances were unknown. Additional information regarding the revision was requested, if received, a follow up report will be sent.